Manufacturer narrative:
As a result of this issue being deemed a reportable remedial action this follow-up is being submitted to provide the associated field action sequence number (rcr number).

Manufacturer narrative:
(B)(4). A mandatory technical service bulletin (tsb) was issued on all impacted i2000 sr instruments. The mandatory tsb instructs field service to replace the incorrect waste system, vacuum system, and some buffer system tubings.

Event description:
During an investigation of tubing used on refurbished instruments, it was identified that incorrect tubing had been installed on some architect i2000sr systems ln 03m74-98 by diamond diagnostics. There is the potential for leaks as a result of the incorrect tubing. There is no impact to patient results.